Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 3010536692-2014-00459.

Event description:
Allegedly the patient felt uncomfortable about his right hip around (B)(6). On (B)(6), the patient felt on trochanter. Activity level of the patient: he moves without aids and support; he leads labor activities without physical exercises, no sports loadings, works as a electrical technician.